Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. As a result of the physical inspection and functional testing of the device, olympus has concluded that the power switch was damaged due to the amount of operating force applied to the power switch and the number of times that the power switch was used. This unit was manufactured prior to the implementation of design change for the power switch that was implemented on 11-dec-2013. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment.

Manufacturer narrative:
This report is being supplemented to provide additional information based on customer response and updates. Further communication with the customer conveyed the following : there was no patient injury, infection or medical intervention required. The intended procedure was completed. The procedure was not completed with the same device. It is unknown what device was used to complete the procedure. The device was inspected. No damage or abnormalities were observed. They pressed the button and it became stuck/broken. During change over/set up it was attempted to power the device off/on and that is when the button became stuck. The button is not stuck due to a sticky substance or residue. No photos of the device are available.

Manufacturer narrative:
This report is being supplemented to provide additional information to e2 and e3 obtained from the customer. The information provided in e2 and e3 was inadvertently left out of prior medwatch reports.

Manufacturer narrative:
Device was evaluated. Inspection of the device found a broken power switch and software was observed to be in old version and needs to be upgraded. The device was placed for repair. The reported failure is confirmed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during preparation for use the device power switch was observed to be broken. The power switch cannot be pushed in and would not come out. There was no patient involvement on this event reported, no user injury reported.